Event description:
It was reported that multiple intermittent occlusion alarms. The customer's blood glucose level was 125 mg/dl. Customer reverted to manual injections for insulin therapy. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.